Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact, that during a meeting with the clinical diabetes specialist (cds). A blood glucose (bg) value was entered into the pump and the value was not being reflected in the pump data. During a follow-up with the cds on (B)(6) 2017, the cds was unable to recall a bg value that had been entered but did not show up in the pump history on the day the cds met with the customer. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. During a follow-up e-mail from the cds on (B)(6) 2017, it was confirmed that the customer continued to use the continuous glucose monitor (cgm).